Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0636 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported that wife attending to PICC care at home. (B)(6) 2020 patient attended for PICC flush, dressing hanging off and wet. Line has completely fractured at 0 cm in two pieces. Line successfully removed with no medical intervention.